Event description:
It was reported that pump housing around usb port was damaged, which affected ability to charge pump and meant pump could no longer be guaranteed watertight, with no prior low power alerts or shutdown alarms and no pump shutdown due to the issue. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged a replacement pump, confirmed shipping address, instructed customer to place damaged pump into storage mode and return it with a prepaid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor to replacement pump, which customer understood and acknowledged.